Event description:
It was reported that the patient presented with mesh extrusion, posterior vagina and the physician removed the exposed mesh. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Device was implanted in 2010.